Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl and 598 mg/dl. The other relevant blood glucose level was 338 mg/dl. The customer declined troubleshooting for high blood glucose. The customer also stated that cannula was bent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor random sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test. Sensor failed per specifications due to high readings. See attached file for details. Also, visually found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened and used.